Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed the cartridge to resolve the issue. Customer's blood glucose level was over 400 mg/dl.